Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). One of the patient samples was provided for an investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys tsh assay, and elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module serial number (B)(4). On (B)(6) 2021, the patients initial ft4 and tsh results were reported outside the laboratory. The patient had a new sample collected on the same date and ft4 and tsh were repeated. The customer determined the patients ft4 results were not "clinically correlating" and one sample was sent to an external laboratory for further testing on a siemens analyzer. On (B)(6) 2021, the customer performed ft4, tsh, and ft3 measurements with one of the patients samples on an e 602 module. The customer used a new ft4 reagent lot number due to the initial reagent lot being expired. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay and (B)(6) for the ft3 assay.

Manufacturer narrative:
The patient's first sample collected on (B)(6) 2021 was tested on a siemens analyzer. The patient's ft4 result was 11.41 pmol/l and tsh was 2.12 uiu/ml. The patient's second sample collected on (B)(6) 2021 was also tested on a siemens analyzer. The patient's ft4 result was 11.95 pmol/l and tsh was 2.48 uiu/ml. The investigation reproduced the customer's results. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The customer's calibration and qc results were ok. The customer's sample pre-analytical details and instrument-related information were requested but not provided. The investigation did not identify a product problem. Updated medwatch field d4 expiration date.